Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 29 mg/dl. The customer was treated with food and feels ok to troubleshoot. The customer stated that the insulin pump delivered bolus of 20.9 units while she was sleep. The customer was asked if had assistance with programing their insulin pump. The customer said that when she first got it back in (B)(6) 2014, health care provider programmed the insulin pump. The customer was advised that the insulin pump is delivering unprogram and unrecorded insulin. The customer was advised that the insulin pump will be replaced. The patient was advised to discontinue using the insulin pump and revert to back plan per health care provider instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.